Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crtp) system recorded high capture threshold. Some of the high measurement could have been caused by atrial fibrillation. There were some stored events due to oversensing of noise in the atrial channel. Boston scientific technical services consultant provided troubleshooting advice and recommended additional testing. This crt-p and non boston scientific right atrial (ra) lead remain in service, and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).